Manufacturer narrative:
B3 - date of event: used 04/01/2025 as the event date was not reported. D2b - pro code (product code) fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. An 8.0 x 40, 75cm mustang? Balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.